Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 600 mg/dl. The customer reported that the alarm was resolved by a complete set change. The customer does not want to return the set and the reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The patient was advised to monitor sugars now that she gave the bolus and contact ems if necessary.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.